Event description:
A 24mm diameter x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the pt had tight iliac arteries with moderate tortuosity and calcification. The aortic bifurcation was noted to be tight and the aortic neck measured 31/2 cm in length. It is reported that the runners were difficult to pull back. The physician used a 16 french sheath to "buttress" the bottom of the contralateral gate during runner retraction but the stent graft slipped down approximately 1cm in the aortic neck. An angiogram performed demonstrated no endoleak; therefore, an aortic cuff was not needed. Despite repeated attempts to obtain further information, no additional information is available. No additional clinical sequelae were reported and the pt was reported to be fine.

Event description:
The returned goods investigation demonstrated that the stent graft was not returned with the stent delivery system. The graft cover and runners were without kinks or bends. The graft cover was retracted 2.5cm from the step of the nosecone. The runners were exposed 1.5cm and the peek tubing had a 45-degree bend. The black ring was retracted 3.2cm and the cpc was disconnected. Molded slider passed a visual inspection. The graft cover retracted without difficulty. The investigation conclusion stated that the peek tubing was bent, but the device was within specs. The proximity of the bend from the base of the runners, in addition to info received from the field indicated that it was unlikely to have been the cause of the runner removal difficulties. The cause of the runner removal difficulties is unk. It was reported that the pt had tight iliac arteries with moderate tortuosity. The iliac arteries may have been sufficiently small (8-9mm) to generate the difficulty in pulling back the runners.